Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.

Manufacturer narrative:
The device was received not deployed. The download data shows that the pod completed both priming sequences and was deactivated at the end of second prime. No abnormalities were observed in the data. After opening the pod, score marks were observed on the reservoir where the linkage arms were observed to be stuck. Upon closer inspection, an additional loose spring was observed to be lodged underneath the portion of the release bar contained within the mechanism rails. This extra spring was a hook post spring which resulted in the release bar protruding towards the top housing of the pod after being released from the firing flat of the ratchet gear, resulting in the slide insert getting stuck on the protruding release bar during needle mechanism deployment. This prevented the slide insert from advancing past the catch beam and resulted in the needle mechanism failing to deploy as intended. The additional spring was confirmed to be the cause of the reported needle mechanism failure.